Event description:
Complainant alleged that during the incoming inspection of the product, the device's video display froze on the screen. The complainant indicated that there was no pt involvement in the reported failure.